Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of cracked tubing was confirmed, but the exact mechanism of damage is unknown and could not be determined from the photograph that was provided for investigation. The photo showed a syringe attached to a luer adapter, which was connected to extension set tubing with a yellow clamp. These components are all contained in a plastic bag with a pencil tip pointing towards a breach in the tubing. The breach in the tubing is located at the distal end of the adhesive fillet on the luer adapter. The characteristics of the damaged tubing could not be clearly observed in the photo. There appears to be a clear fluid remaining in the syringe, as well as in the connected tubing and within the plastic bag. Since a breach was observed in the tubing, the complaint was confirmed but the cause could not be determined. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that syringe is cracked. It was stated, the crack in the tubing caused: leakage of IV fluid, blood backing up and leaking out at the cracked area, break in integrity huge risk of line infection, and blood/body fluid exposure/chemo exposure.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfpf008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that syringe is cracked. It was stated, the crack in the tubing caused: leakage of IV fluid, blood backing up and leaking out at the cracked area, break in integrity huge risk of line infection, and blood/body fluid exposure/chemo exposure.